Manufacturer narrative:
Corrected address for section e.1.

Manufacturer narrative:
Joseph a.s., sandhu, b., khalil a., lopera j. Transjugular portosystemic shunt reductions: a retrospective single-center experience. J vasc interv radiol 2019; 30:876¿884 https://doi.org/10.1016/j.jvir.2019.01.031. (B)(4). The gore® viatorr® tips endoprosthesis instructions for use (IFU) note the risks and potential adverse effects of creating a tips in patients with pre-existing conditions such as hepatic encephalopathy must be considered relative to the potential benefits of this procedure. Further, the IFU states, "patients should be monitored closely following the procedure for worsening hepatic encephalopathy. Those patients who develop hepatic encephalopathy that is not responsive to medical therapy may require reduction or occlusion of the tips tract to control the symptoms."

Event description:
This information was received through literature article "transjugular portosystemic shunt reductions: a retrospective single-center experience" published online in the journal of vascular and interventional radiology 21 may 2019. This article reports the results of a single-institution retrospective review analysis between 2007 and 2017 on patients undergoing tips reduction. The article further reports that severe post-tips hepatic encephalopathy (he) developed in patients on average 2 months (range, 0.5¿16) after tips creation with a gore® viatorr® tips endoprosthesis. One patient received a 10mmx70mm gore® viatorr® tips endoprosthesis. The patient developed severe he within 30 days of implant and a parallel shunt reduction procedure was performed using a 10mmx50mm gore® viatorr® endoprosthesis and a 6mmx17mm balloon expandable stent. There was improvement of he.